Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that patient underwent a lead revision. The physician replaced the patients implantable pulse generator (ipg) due to one of the set screws had fallen out while removing the stuck lead. The patient was doing well postoperatively. The explanted ipg device will be returned and the explanted lead was kept by the medical facility.